Event description:
It was reported to philips that system could not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the suite pc did not start. Upon troubleshooting, the fse found no power supply in the suite pc. To resolve the reported issue, the fse replaced the fuse of suite pc power supply, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.